Event description:
The facility administrator told their nipro clinical specialist that they had 2 needlestick injuries last year (2017). Additional information was requested on 1/26/2018, 2/1/2018, 2/15/2018 and 2/20/2018 by phone and/or email, however no information was provided.

Event description:
The facility administrator told their nipro clinical specialist that they had 2 needlestick injuries last year (2017). Additional information was requested on 1/26/2018, 2/1/2018, 2/15/2018 and 2/20/2018 by phone and/or email, however no information was provided.